Manufacturer narrative:
Evaluation summary: two devices were returned with the blades scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The device were tested with a generator and an error code 5 (solid tone) was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statments were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The manufacturing records were review and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during an uknown procedure. The device stopped working in the middle of the case. Another device was used to complete the case. There was no consequence to the patient.